Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that the implant was removed due to peri-implantitis.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). An osseotite tapered certain implant (xifnt413) was returned for investigation. Visual inspection of the returned product identified signs of use within the external threads of the implant. The internal hex and collar of the implant were in good condition and showed signs of use and bone residue. Visual and dimensional comparison of the implant verified that the implant was consistent with design specifications. The implant was implanted for approximately 3 years. The patient was reported to be a smoker with good oral hygiene and has low density bone. The patient also had inflammation as a patient impact as a consequence of the infection and bone loss. The customer provided x-rays for the reported events. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Sterilization record (op#210) was reviewed and verified to have passed all sterilization activities with no issues or non-conformities identified. Complainant reported implant removed due to peri-implantitis, patient came to medical office with inflammation. Based on review of the x-rays by clinical sme, the provided the event of bone loss was confirmed. The reported event of infection remains non-verifiable as infection cannot be verified via x-ray. A definitive root cause for this complaint could not be determined. Device evaluated by manufacturer: change ¿no' to 'yes'.

Event description:
No further event information is available at the time of this report.